Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc hp adapter/connector defective/damaged. On (B)(6) 2025, the patient was admitted to the hospital with bronchopneumonia and needed infusion treatment. On (B)(6), the nurse took out a closed venous indwelling needle to puncture the patient, and after successful puncture, it was used for normal infusion. On (B)(6), the nurse was ready to carry out the infusion treatment for the patient, and found that the heparin cap of the indwelling needle was torn, and could not be used normally. The nurse immediately replaced the heparin cap for infusion produced by shengguang medical products co., ltd, with specification of type I. The patient successfully completed the infusion treatment. The adverse event was incidental.

Manufacturer narrative:
1. DHR/bhr review (lot#4296361): 1) the products of this batch were assembled at intima ii auto line 4 in nov 2024 and packaged at cfs package line in nov 2024. Work order quantity was (B)(4) pcs. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batch used in this batch of products are 4297325 and 4297326, review the incoming inspection results, no abnormalities. 2. The customer returned 1 photo but did not return the defective sample. The photo shows: the prn rubber stopper is damaged. 3. The retained sample of this batch is taken, and the appearance of the prn is checked, and no abnormalities are found. The 45psi leakage test is conducted on the sample, and the test result shows that there is no leakage at the prn. 4. Conduct an inspection of the prn assembly process and the product assembly process on the production line, and no operations have been found that can come into contact with the damaged area. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on production process, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows the damaged prn, but the relevant testing cannot be carried out because the defective samples have not been returned. And combine with customer feedback, it was only discovered the next day that the prn was damaged, and the usage of this sample during that period is unclear, so the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.